Event description:
The complaint has been reopened because it was reported that the patient was revised on (B)(6) 2013 to address chronic dislocation. Although the litigation papers previously received appear to allege metal-on-metal issues, according to the revision report, the patient did not have a metal liner. Part numbers were provided, but no lot numbers.

Event description:
Litigation alleges that the patient suffers from pain in the hip and thigh, difficulty walking, loosening of parts, and sensitivity to metal parts.

Manufacturer narrative:
The complaint has been reopened because it was reported the patient was revised on (B)(6) 2013 to address chronic dislocation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.